Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. A picture was provided of the explanted oxford femoral, tibial and bearing. It confirms that oxford components have been revised. There appears to be good coverage of bone cement however nothing further can be ascertained from the photograph. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. 4 views of the left knee demonstrate a medial compartment hemi-arthroplasty with an oblique orientation of the femoral component. Suggestion of radiolucency along the femoral component. Lateral and patellofemoral compartment narrowing and osteophyte formation. Left knee medial compartment hemi arthroplasty with suggestion of loosening or malposition of the femoral component. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Oxf uni tib tray sz b lm PMA, item# 154720, lot# 6499378; oxf anat brg lt md size 5 PMA, item# 159549, lot# 6376325. Foreign ¿ australia. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00186. 3002806535-2023-00187. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent knee revision surgery due to instability about three (3) years after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.